Manufacturer narrative:
An event regarding loosening involving a patient specific, proximal tibia, tibial stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for proximal tibial replacement which was inserted on (B)(6) 2015. The surgeon reported aseptic loosening of the tibial stem. The CT image provided shows massive radiolucent lines along the stem between the stem/cement interface and the cement/bone interface. The bone has undergone significant remodelling and resorption, especially near the resection area. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Customer reported "aseptic loosening" update 28/september/2021 wg: noted on the patient specific implant request form: "please supply a new proximal tibia epr short stem, 2 x e/c plates. Agluna. Femoral component to be retained. 8cm resection from current proximal bone."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Customer reported "aseptic loosening" update 28/september/2021 wg: noted on the patient specific implant request form: "please supply a new proximal tibia epr short stem, 2 x e/c plates. Agluna. Femoral component to be retained. 8cm resection from current proximal bone."